Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6).

Event description:
It was reported that the customer had high blood glucose levels of 409mg/dl. Customer treated with manual injection. Troubleshooting occured, and the insulin pump failed that high pressure test. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had broken battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.